Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized for elevated blood glucose (500s mg/dl), and diabetic ketoacidosis. Customer was treated with intravenous insulin drip. Customer was discharged with the issue resolved on (B)(6) 2016.